Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the patient was intubated and the depth of the tube was adjusted. The customer reported that air leak from the cuff was observed.

Manufacturer narrative:
Evaluation summary: one sample was returned for evaluation. An attempt made to inflate the returned unit, however, the cuff failed to inflate. Examination of the cuff body using the microvu shows that there is a ¿v¿ shaped slit in the main body of the cuff. The slit is clean cut measuring 0.9mm x 1.5mm in length. This type of damage is indicative of contact with a sharp utensil or object. The single wall thickness of the cuff was measured and found to be within the blueprint print specifications. The most probable root cause is the cuff body came in contact with a sharp utensil or object. All of our endotracheal products undergo a four hour inflate/deflate test and it is at this stage of the process that any defects are removed from the lot. The unit returned for evaluation would not have passed this inspection. Instructions for use(IFU) warnings / precautions (cuff-related) states ¿various bony anatomical structures (e.g. Teeth, turbinates) within the intubation routes or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity . Care should be taken to avoid damaging the ultrathin-walled cuff during insertion, subjecting the patient to reinsertion of another device¿. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.